Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator experienced a transducer fault alarm. The customer confirmed that there was no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and the ventilator failed the circuit pressure transducer tests and calibration. As a resolution, the mainboard was replaced. During replacement, the backlight inverter cable was frayed and damaged. Front panel has been changed. The new mainboard did not have eeprom, however it did arrive with a new turbine. In this case, the turbine was used. The software was updated. Calibrations were finished and the operational verification was performed and passed. The unit then worked in accordance with the manufacturer's specifications.